Event description:
It was reported that during an gastric by-pass procedure, an error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code to occur.